Manufacturer narrative:
(B)(4) date sent: 4/14/2026 d4: batch #unk d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information was requested, and the following was obtained: was the firing sequence started but not completed? Yes if yes: did the device deliver any staples? Yes if yes, were the staples formed properly? Unknown if yes, was the staple line complete? Unknown did the device cut? Yes if yes, was the cut line complete? Unknown was there any difficulty opening the device jaws? No attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the device lot e25120001, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a resection of mediastinal lesions procedure, it was observed that the device could not fire farther after it fired a little. Changed to a new one to complete the procedure. There was no patient consequence reported. No additional information can be provided.